Event description:
Ambulance personnel were attending to an a conscious, bradycardiac patient. Allegedly while attempting to monitor the patient using standard monitoring electrodes the device displayed connect electrodes. The operator attached defibrillation electrodes on the patient and the device still continuously displayed connect electrodes. The operator checked electrode connections and could not discern a reason for the message. A back up device was obtained and used to continue treatment to the patient. The reporteer stated there were no adverse effects to the patient as a result of the alleged malfunction.